Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
The output level was decreased during surgery. It was noted the same phenomenon before with this device. It was reported that the plug of the device was connected to the wall. No high frequency equipment was near the device as well. The customer requests further investigation by the supplier and for the return after investigation.

Manufacturer narrative:
Supplier evaluation revealed : we could not duplicate customer's complaint. Unit as received was fully operational. Unit requires update per eco 753. Problem was duplicated at line voltages of 84 vac and lower. Note: problems possibly due to low line voltage. Fix: replaced worn rf output jacks. Updated per eco 753. Retested unit per doc # qak-045. Unit passed on final acceptance test. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.